Event description:
Customer reported an error code during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supplies, and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare.